Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: (B)(6), rep, shut off twice during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, and/or not fully seated safelight cable. Advise to calibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.